Manufacturer narrative:
Device evaluation the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the device. There were leaks in both cylinders due to tool damage consistent with explant damage. There was a leak in the reservoir tube due to fatigue and avulsion. The pump was not functionally tested due to contamination. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not cycle. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the tubing between the pump and reservoir had a tear that allowed the filling solution to leak out. The patient was unable to pump the device.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not cycle. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the tubing between the pump and reservoir had a tear that allowed the filling solution to leak out. The patient was unable to pump the device.